Event description:
It was reported that during in-clinic follow-up, the patient's right ventricular (rv) lead exhibited loss of capture and high capture threshold. A chest x-ray confirmed that the rv lead had dislodged due to the patient's arm use. The physician elected to explant the rv lead and replace it with a new one. The patient's condition remained stable.